Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and embedded device ("embedded device") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, obesity, painful intercourse, painful periods, vaginal delivery, pregnancy, human papillomavirus infection and bleeding menstrual heavy. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required) and embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus & cervix,bilateral salpingectomy.). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.328 kg/sqm. [Pathology test] on (B)(6) 2017: diagnosis: uterus, fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with chronic active cervicitis, negative for dysplasia and malignancy. Weakly proliferative endometrium, negative for atypical hyperplasia and malignancy. Myometrium with no significant abnormality. Bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality. Clinical history: pelvic pain. Gross description: uterus with essure, bilateral tubes. Protruding through the serosa at the fundus hear the right adnexal region is a 1.5 x 0.2 cm silver colored metallic malleable coiled wire consistent with an essure coil. The coiled wire is partially within the right proximal fallopian tube and right cornu and appears to perforate the serosa. The entire coil is 3.0 x 0.3 x 0.3 cm. The endometrium is 0.1 cm. The myometrium is up to 2.0 cm. Embedded within the left cornu and left proximal fallopian tube is a second silver colored metallic malleable coiled wire consistent with an essure coil 3.0 x 0.3 x 0.3 cm. The left fallopian tube is 5.5 x 1.0 x 0.8 cm and the right fallopian tube is 5,0 x 1.0 x 0.6 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and embedded device ("embedded device") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, obesity, painful intercourse, painful periods, vaginal delivery, pregnancy, human papillomavirus infection and bleeding menstrual heavy. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required) and embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus & cervix,bilateral salpingectomy.). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.328 kg/sqm. [Pathology test] on (B)(6) 2017: diagnosis: uterus, fallopian tubes, hysterectomy with bilateral salpingectomy: 1) cervix with chronic active cervicitis, negative for dysplasia and malignancy. 2) weakly proliferative endometrium, negative for atypical hyperplasia and malignancy. 3) myometrium with no significant abnormality. 4) bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality. Clinical history: pelvic pain. Gross description: uterus with essure, bilateral tubes protruding through the serosa at the fundus hear the right adnexal region is a 1.5 x 0.2 cm silver colored metallic malleable coiled wire consistent with an essure coil. The coiled wire is partially within the right proximal fallopian tube and right cornu and appears to perforate the serosa. The entire coil is 3.0 x 0.3 x 0.3 cm. The endometrium is 0.1 cm. The myometrium is up to 2.0 cm. Embedded within the left cornu and left proximal fallopian tube is a second silver colored metallic malleable coiled wire consistent with an essure coil 3.0 x 0.3 x 0.3 cm. The left fallopian tube is 5.5 x 1.0 x 0.8 cm and the right fallopian tube is 5,0 x 1.0 x 0.6 cm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device and fallopian tube perforation. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and embedded device ("embedded device") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, obesity, painful intercourse, painful periods, vaginal delivery, pregnancy, human papillomavirus infection and bleeding menstrual heavy. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required) and embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus and cervix,bilateral salpingectomy.). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.328 kg/sqm. [Pathology test] on (B)(6) 2017: diagnosis: uterus, fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with chronic active cervicitis, negative for dysplasia and malignancy. Weakly proliferative endometrium, negative for atypical hyperplasia and malignancy. Myometrium with no significant abnormality. Bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality. Clinical history: pelvic pain. Gross description: uterus with essure, bilateral tubes. Protruding through the serosa at the fundus hear the right adnexal region is a 1.5 x 0.2 cm silver colored metallic malleable coiled wire consistent with an essure coil. The coiled wire is partially within the right proximal fallopian tube and right cornu and appears to perforate the serosa. The entire coil is 3.0 x 0.3 x 0.3 cm. The endometrium is 0.1 cm. The myometrium is up to 2.0 cm. Embedded within the left cornu and left proximal fallopian tube is a second silver colored metallic malleable coiled wire consistent with an essure coil 3.0 x 0.3 x 0.3 cm. The left fallopian tube is 5.5 x 1.0 x 0.8 cm and the right fallopian tube is 5,0 x 1.0 x 0.6 cm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device and fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal was updated to embedded device and tube perforation. Reporters, medical history, lab data, patient information, indication, removal date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.